Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon present on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that all three icons (charge pak, attention and service wrench) were present on its readiness display and that it would not power on when prompted.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon present on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that all three icons (charge pak, attention and service wrench) were present on its readiness display and that it would not power on when prompted.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was a shorted capacitor, designator c76, on the digital pcb assembly.